Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with multiple incisional hernias thereby underwent robotic repair with the implant of sepramesh ip. Per operative notes, ¿there were 2 incisional hernia contained incarcerated bowel and adhesions were taken down. A piece of sepramesh ip was placed within the abdomen and tacked using sutures.¿ (B)(6) 2017 - patient was diagnosed with abscess thereby underwent CT guided drainage. (B)(6) 2017 - patient was diagnosed with fistula and adhesion thereby underwent laparoscopic converted open repair with the explant of sepramesh ip. Per operative notes, ¿there were extensive adhesions to the abdominal wall were lysed. The enterocutaneous fistula was taken down and closed with suture. Then a sepramesh ip was excised from the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, fistulae and emotional injuries. It was also alleged that the patient had mesh excision, component separation and revision of scar.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of sepramesh ip, patient was diagnosed with adhesion, abscess and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion and fistula as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no, expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.